Event description:
It was reported that a syringe was unable to connect to a luer lock, further described as the syringe bounced off the port. This occurred while attempting to connect the syringe to the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.